Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced occlusion issue and found that the blockage is located in the tubing which causes high bg in patient and it was addressed by correction injection via mdi. On (B)(6) 2026.